Event description:
It was reported that during a distal right coronary artery (rca) intervention, the distal rca was ballooned with a 2.0x15mm non-abbott balloon and a 1.5x12mm mini trek rx balloon dilatation catheter. The wire was exchanged for a fielder long 300cm and a 2.0x12mm mini trek otw was inflated at the lesion. Sometime after balloon deflation and before removal of the device, a spiral dissection occurred in the right coronary artery in a place where a previous dissection occurred. The patient became bradycardic and hypotensive. Chest compressions were started and a temporary pacemaker was placed. A balloon pump was inserted. Resuscitation was unsuccessful, the code was called and the patient was pronounced dead on (B)(6) 2012. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of vessel dissection, hypotension, bradycardia (arrhythmia) and death are listed as known adverse events in the mini trek instruction for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.